Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The sales representative provided the following update: "after talking with the surgeon, the jaws remained closed on the cystic duct. The surgeon pulled the handle forward to make the device release. The procedure was completed without further incident. Within a week of the original procedure there was a post op leak found, the surgeon performed an ercp." Did the procedure drive the need to apply torque or twisting of the device? The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not completely visible. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: a) the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; b) higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The rep spoke to the surgeon and he could not remember the specific details around the additional questions. He could only confirm the clips were visibly acceptable prior to closing the patient and there was a leak (B)(6) post op. He performed an ercp and repaired the duct. The surgeon does not think the post operative leak was a result of the device nor the clips, but does not know why the leak occurred. In addition, support was offered to the sales rep and the surgeon and the surgeon did not feel it was necessary.